Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 15 minutes after starting dialysis with a polyflux dialyzer, the patient experienced chest tightness, a "tight throat" and itchy skin on both upper limbs. According to the reporter, an allergic reaction was suspected. Dialysis was immediately stopped. It was reported the patient was to receive oxygen inhalation. It was further reported 20ml of 5%gs and 20ml of calcium sugar were prepared for slow static push. It was reported the patient's condition improved. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.